Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter would not blink after connecting with the sensor. The sensor was removed and there was no sensor filament attached. The patient's blood glucose at the time of incident was 8.0 mmol/l. The sensor will be returned for analysis.